Event description:
It was reported that the external pulse generator had a cracked front case and corner, and a damaged ring attachment cover. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper case was broken. Analysis also found the ring cover, lower case and side bail covers were broken, that the battery contact staking in the lower case was damaged, the battery release was contaminated, the lead flex cover was corroded, the ring bail bent and the keyboard scratched. (B)(4).